Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 274 mg/dl at the time of the incident and treating with manual injection. Customer stated her insulin pump is working on and off. Customer stated the insulin pump made a long noise and stopped working. Customer stated she replaced the battery and it worked for a little bit and then the long noise came back and the insulin pump died. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, off no power anomaly and audio or beep anomaly noted. (B)(4).